Event description:
A hospital in (B)(6) reported that the warmer head of an (B)(4) baby control mobile infant warmer is "cracked and deteriorating". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint warmer head has not been returned to the manufacturer. It has been visually inspected by a fisher & paykel healthcare service engineer at our regional office in (B)(4). The visual inspection revealed the bottom edge of the uppercase at the lamp end of the warmer head to be chipped with evidence of discolouration and delamination of the plastic shell around this area. Multiple cracks and chipped plastic were also observed in the middle section of the uppercase with shell flaking and crazing observed at the bottom edge of the front end of the uppercase. A lot check revealed no other complaints of this nature for this lot number. It is likely that the cracking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the (B)(4) components of the infant warmer. When the heaterhead begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heaterhead. The complaint unit is 5 years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights (B)(4) components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint warmer head casing has since been replaced and returned to the healthcare facility.